Manufacturer narrative:
Correction: h10 in the previous report should have featured the following statement: "the device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined."

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had developed an infection. As a result, surgery occurred in which the ipg was explanted on an unknown date to address the issue. The infection has since cleared.